Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that patient underwent shunt and cataract combined surgery in (B)(6) 2025. One month post operation (B)(6)2025 intraocular pressure (iop) was 8 with great outcome. Three months on (B)(6) 2025, patient returned to clinic with sudden blurry vision and was observed to have an iop spike of 50. On anterior optical coherence tomography (oct) camera, stent transition zone had come to protrude out and rub against the iris. Surgeon was bringing the patient back for urgent revision to stent (to be either pushed in or removed with another implantation into a different quadrant) on observation. Additional information was received and stated stent was removed with forceps and replacement stent placed in another quadrant.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of stent transition zone was seen to protrude out, intraocular pressure (iop) 50, blurry vision, stent removed; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The photo attached to the parent file was reviewed by the manufacturing site. Photo is of a microstent in the eye with the proximal end protruding. Reported issue is confirmed from the photo review. Based on the evaluation of the information and materials received, the reported issue of the microstent protruding was confirmed; however, due to insufficient clinical evidence, microstent migration could not be confirmed. The investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. Iop spike (10mmhg higher than highest pre-operative iop measurement). The manufacturer internal reference number is: (B)(4).